Event description:
During a post-implant follow-up examination, exposed material was observed. The material was removed cystoscopically with minimal difficulty. The pt was described as doing well but returned to previous incontinence condition. No further complications have been reported.